Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-mar-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the device involved in the incident, it was determined that the door continued to fail after recovery attempts. A field service engineer (fse) found that there was no door failure on the reported station and that the door was recoverable. The fse noted that a nearby pyxis medstation frequently experienced door failures, powered off the station and removed the latch column. The fse replaced all old latches, then reassembled and reinstalled the column, powered back the unit, logged into the hardware test application and resolved the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower the door continues to fail. The customer stated that this malfunction caused a delay to the patient care. There were no adverse events or injuries reported based on this event.